Event description:
It was reported that during a right hip procedure, while inserting the stem, the threaded portion of the stem inserter broke off into the threaded portion of the implant. The surgeon was inserting the stem with a handle and got hung up distally. The surgeon wanted to ream some more and was provided with a different handle that was equipped with slap hammer threads. An attempt was made to hammer the stem back out to ream some more, and the threaded portion then broke off in the stem. The stem was extracted using an extraction device. There was not another stem with the same size, so the surgeon used a shorter version and was able to implant that one. There was no reported patient impact, no patient injury, no medical or surgical intervention, no surgical delay, no surgical complications, and no foreign body retained. No additional information.

Manufacturer narrative:
(B)(4). D10: (B)(4),lot# 014800r arcos 20x210mm brch body hi. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Medical records were not provided. A visual examination of the returned product identified that the tip of the inserter had fractured off and indentations were visible to the guard and strike plate. The fractured piece remained inside of the threaded hole of the stem and could not be removed for further evaluation. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the device history records identified no deviations or anomalies during manufacturing. The reported issue was confirmed based on the evaluation of the returned product. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.